Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the monitor would not fully power on. The cause of the inability to power on was a flash memory failure (components (B)(4)) on the c/a board. The flash memory had an intermittent connection, which was discovered through the use of a flash memory test. During the flash memory test the monitor produced a segmentation fault. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.